Event description:
It was reported via repair work order that the scale display was not clear and difficult to read correct weight due to malfunctioned scale assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.